Event description:
Review of device data indicates that two power on reset parameters occurred. During a manual charge, the charge circuit timed out and the device was unable to complete the charge. It was reported that the device would be explanted. No patient complications have been reported as a result of this event. Additional information has been received, stating the device was removed due to battery depletion. No patient complications have been reported.

Event description:
Asku

Event description:
Review of device data indicated that two por (power on reset) parameters occurred. During a manual charge, the charge circuit timed out, and the device was unable to complete the charge. The device was explanted and replaced. Additional information was later received stating the device was removed due to battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the actual device was not received for evaluation. Performance data collected from the device was received and has been analyzed. The save to disk data indicated power on reset(por) parameters, and a stack overflow por was noted in early 2006. Other text : review of device data indicates that two power on reset parameters occurred. During a manual charge, the charge circuit timed out and the device was unable to complete the charge. It was reported that the device would be explanted. No patient complications have been reported as a result of this event. Additional information has been received, stating the device was removed due to battery depletion. No patient complications have been reported. No conclusion can be drawn charge, failure to.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available, due to confidentiality concerns. Evaluation summary: normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: performance data collected from the device was received and has been analyzed. The save to disk data indicated power on reset(por) parameters, and a stack overflow por was noted in 2006. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Review of device data indicates that two power on reset parameters occurred. During a manual charge, the charge circuit timed out and the device was unable to complete the charge. It was reported that the device would be explanted. No patient complications have been reported as a result of this event.